Manufacturer narrative:
Cavitron tip was disposed of in sharps container and will not be returned to be evaluated.

Event description:
In this event it is reported that a 30k fsi-pwr-1000 insert, packed alleged the tip broke during use in patient's mouth. Attempted to retrieve the broken part from patient but patient began to swallow and tongue movement caused movement of broken tip. Suction was placed in the area where the tip was broken. Unsure if patient swallowed tip or if tip got suctioned. Patient reported no trouble breathing or swallowing. A panoramic radiograph showed no evidence of broken tip in patient's mouth. Patient was directed to proceed to ed for imaging to confirm if broken tip had not been aspirated or ingested. Patient was evaluated, chest and abdominal radiographs reviewed and no identifiable foreign body was found.

Manufacturer narrative:
Since this incident could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.